Manufacturer narrative:
Device evaluated by MFR? No; device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient underwent explant of the lead and generator without a replacement. Explant surgery was due generator migration that caused discomfort. The generator and lead were received. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.